Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, withdrawal difficulties, EKG changes, and chest pain occurred. The 85% stenosed, mildly calcified target lesion was in the severely tortuous right coronary artery (rca). A 4.0x20mm taxus liberte drug-eluting stent had been deployed to treat the target lesion. During withdrawal, the physician encountered resistance in removing the balloon from the stent. The patient experienced chest pain and EKG changes. The device was able to be withdrawn with the unspecified type of guide catheter which "easily stabilized" the patient's condition. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review, therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown. Product unavailable for analysis